Event description:
The recipient reportedly elected for revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed a damaged braze and case, as well as a cut electrode prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The gross leak test noted a steady stream of bubbles at the brazed area. This is believed to have been induced during revision surgery. This device has a gross leak failure at the case-band braze, which is believed to have been induced during revision surgery. This is the final report.